Event description:
1 lot of medicated hand soap containing 2% chlorhexidine was heavily contaminated with gram negative bacteria (lactose (+)) (identifications pending). Containers were bulging from internal gas pressure produced by bacterial growth.